Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as feeling very tired and treated with manual injections. Customer's blood glucose value was 350 mg/dl at the time of the call. Customer reported that the high blood glucose levels began three weeks before the call. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. The customer declined to check for possible site/insulin issues. The customer declined to check for presence or leaks or air bubbles. The customer declined to check the device settings . The insulin pump passed the high pressure test. Customer was advised to treat per healthcare professional's recommendation. The product is not expected to returned for analysis.